Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (06/21/2011)-device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the test strips have passed all testing with no faults found. The meter involved with this complaint has been returned to lifescan (lfs); however, investigation has not been completed. Once the evaluation has been completed a supplemental report will be submitted.

Manufacturer narrative:
Follow-up #1 ((B)(6) 2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to his normal readings. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient tests between two to three times a day and manages his diabetes with diet and exercise. The patient indicated he has been a diabetic since 2002 and his blood glucose range is typically in the "90's". The patient corrected and clarified the alleged issue first began in the morning on (B)(6) 2011. On (B)(6) 2011 (at 6am), the patient reportedly obtained a blood glucose result of "138mg/dl" with the subject meter, consumed his breakfast, and went for a walk for 20 minutes. Approximately three hours later, the patient confirmed he experienced symptoms of dizziness, weakness, and felt clammy (symptoms the patient indicated is associated when someone's blood glucose is below "45mg/dl"). The patient clarified this was the first time he was experiencing the reported symptoms. At the onset of his symptoms, the patient confirmed he tested his blood glucose with the subject meter and obtained a result of "72mg/dl". The patient confirmed and clarified he immediately administered self-treatment by drinking orange juice and began to felt better instantaneously. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.